Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found that the unit came into failure analysis with the reported problem. The failure confirmed and replicated. Error 25553 was confirmed by log, and it was indicating and referencing the set-up joint (suj). The unit was tested on an in-house system and passed normal mode. During system testing, the unit did not recognize test instruments. While performing a visual cosmetic check dent marks were located on corner of radio frequency identification (rfid) pod cover. Also, the axis controller joint (acj) was analyzed and found that the unit was returned for failure analysis. Fa could not reproduce error 25553 but error 23027 appeared after this acj system boot up. The complaint was confirmed based on failure analysis.

Event description:
It was reported that after starting a da vinci assisted radical prostatectomy surgical procedure, a recoverable fault occurred on arm 4, indicating unexpected movement. The instrument was removed from the arm and the fault was recovered; however, the fault recurred. The instrument was removed again and the arm 4 was repositioned but minutes later, the surgeon already had the tissue attached with the prograsp forceps instrument in arm 4, it generates a recoverable fault 23072 that was not possible to recover. After several attempts to recover the failure from the vision cart, the robot was restarted but the failure persisted. A third attempt was made with a hard reset to try to recover the failure without success. Because the prograsp forceps was holding tissue and the failure only allowed to deactivate the arm to continue the surgery by the robot, they proceeded to use the release kit in the prograsp forceps to release the tissue and remove the instrument, after deactivating the arm, the surgeon decided to continue the procedure only with three arms. The procedure was completed with a third party instrument with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During troubleshooting, physical damaged was found on the carriage and error 23072 was confirmed during log file review. Setup joint 4 was recalibrated; however, the error persisted so the axes controller joint (acj) was replaced to resolve the issue. The fse also replaced the universal surgical manipulator (usm) to resolve error 25553, as the usm didn¿t recognize the instrument. The usm and acj joint have not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.